Event description:
Reporter, who is a nurse, states that in (6) (4)2016 she began using the t: slim insulin pump for herself. Within the first 30 days the device would not deliver insulin properly and was given "occlusion error messages" leaving her with high blood glucose levels. She notified the company and she was sent another pump around (B)(6) 2016. Within 30 days again she had the same issues. The MFR was notified and they sent her a newer model called the "t:slim x2. She states that this new model had the exact same issues as the previous one also noting that last night ((B)(6) 2017) the device shut off by itself with no alarms. She contacted the MFR and returned the pump for them to conduct their investigation. Upon their investigation the manufacturer told her that they see no issues with the device. She has spoken to others with the same device and notes that many of them have the same issues with it as herself. She does not want anyone else to go through this and believes that these insulin pumps are faulty.